Event description:
The customer reported to olympus, a loaner device high-definition lcd monitor had a dark image, and no light was coming through. Upon inspection of the customer¿s returned device it was observed, the screen went black after about one hour of startup, there was no power light on, and colon out had no output. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, in addition to the reportable malfunction mentioned, it was observed, light dots were noted on the lower right corner and lower left corner of the device and cracks were noted at the lower right corner of the frame. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 9 years since the subject device was manufactured. Based on the results of the investigation, the reported phenomenon (screen goes black) likely occurred because power was not properly supplied to the device due to a faulty g1 (circuit) board. However, the cause of the faulty board could not be identified. Olympus will continue to monitor field performance for this device.